Manufacturer narrative:
It was reported that a syringe component broke. No information was provided on the use of the syringe at the time of the reported break or what type of break occurred. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. No sample was returned for evaluation and a root cause was unable to be determined. Due to the reported problem/issue, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a syringe component broke.